Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) over 250 mg/dl, but less than 500 mg/dl with an unspecified level of ketones and unspecified symptoms. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal history matched the active basal program settings. It was reported there were no recent changes to the pump¿s settings by the patient¿s healthcare provider; however the basal/temporary basal settings were incorrectly programmed. It was reported that the patient received the flu shot and an igg infusion that caused a fever. It was determined by cts that a change in medication, signs/symptoms of illness and change in physical activity level without adjustments to insulin regimen contributed to the bg excursion. It was also determined that the user error in the settings being incorrectly programmed also contributed to the bg excursion. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/13/2015 with the following findings: the black box started on (B)(6) 2015. Due to continuous use of the pump, the black box data and histories for the event on (B)(6) 2014 have been overwritten. A review of the available black box and alarm history showed no errors, alarms or warnings related to the complaint. The daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. A delivery accuracy test was performed and the pump passed and was found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.